Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on an unknown date that an impactor broke off while inserting the blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Placeholder.